Event description:
The customer reported that while in patient use the ventilator was alarming "low battery" and than it shut down while on a patient. The ventilator was removed from the patient and the patient was placed on another ventilator, there was no harm to the patient.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and the battery. They were able to duplicate the problem with the battery and that it was due to be replaced in a few months. The ventilator operates properly on ac. The customer replaced the battery.